Manufacturer narrative:
Concomitant medical products: lead 6935m62, df4 active sc sprint, 62 cm, lead 5076-52, lead bi sil steroid fix 52. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a longevity estimator software error. The device remains in use. No patient complications have been reported as a result of this event.